Manufacturer narrative:
One (1) used. List #d1000, tego¿ connector connected to one used, bd posiflush sp syringe 0.9% sodium chloride (0.9% nacl) 10 ml syringe were returned for evaluation. As received the sample was disconnected from the syringe and a visible torn seal damage was observed, a bent damage on both sides of the tegos's corners was observed. The sample was accessed with a syringe look through the fluid path and an occlusion due to the torn seal was confirmed. The male luer of the returned syringe was measured and met the iso product design specification. Complaints of being unable to push or pull can be confirmed. The probable cause is typically due to overtightening. According to the dfu statement - attach the administration device or syringe by pushing straight into the tego access device for infusion. When removing, apply the same clockwise turning motion. Do not over tighten. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego® connector where it reported that they are unable to push or pull with tego. No visible damaged noted. Tego changed to new one. The defective product is not available for evaluation. There was patient affected/involved, no patient harm reported and there was delay in therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.